Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 1.5, lab: 2.2. Inratio: 1.1, lab: 2.2.

Manufacturer narrative:
Investigation pending.